Manufacturer narrative:
The lad was returned to the manufacturer for eval and is currently being analyzed. The attached user facility report was received from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the lvad was explanted due to suspected thrombus. A pump exchange was planned for the pt.